Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (hydromorphone 4mg/ ml at 1.3 mg/day) via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2022 patient noticed a scab on his lower back where his original incision was from the original pump system implant. He picked the scab off and noticed a white string sticking out. He notified physician. Patient denied pain at site or fever. Patient stated there was serious fluid at site initially but then subsided the same day. Factors that have led to the issue were unknown. Patient denied prolonged supine positioning at home. Physician originally planned to change catheterout and move pump sites. However, upon opening pump pocket it was found to be infected. The entire system were explanted.